Manufacturer narrative:
Product complaint # (B)(4). Visual inspection on the returned device found the threaded graft pusher handle was broken. Broken part was not returned. Overall device was in fair condition. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Potential root cause can be that handle experienced unintended excessive force during procedure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4), unknown. The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Plastic component of this item broken during excessive force as doctor was driving bone through the funnel.